Event description:
It was reported that this system with implantable pacemaker and right atrial (ra) lead exhibited failure to capture. An x-ray was performed, and lead was noted to be in stable position. The patient is to be reviewed by the clinic at 6-week follow-up and the lead re-assessed. This lead remains in service and no adverse patient effects were reported.